Event description:
It was reported that the patient had all system components removed in (B)(6) due to continual problems with tissue erosion even after a revision to relocate the implantable neurostimulator (ins). It was further reported that the patient had their device removed because they needed surgery. The patient needed an MRI prior to surgery and had to have their device taken out. It was further reported that the patient needed their device explanted due to the need for an MRI. The patient was doing well with the stimulator. The device was explanted because the patient needed an MRI due to spinal disease and neurological issues. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).